Event description:
It was reported that the device was used during an unknown procedure. It was reported by the rep the device jammed. Another instrument was used to complete the case. There was no consequence to the patient.